Manufacturer narrative:
A design history record (DHR) review performed revealed no issues that would have contributed to the complaint event.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Residual mean gradient may be higher in a ¿tav-in-sav¿ configuration than that observed following implantation of the thv inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. It is important that the manufacturer, model and size of the preexisting surgical bioprosthetic aortic valve be determined, so that the appropriate thv can be implanted and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the internal orifice as possible.  Patient¿prosthesis mismatch (ppm) is present when the effective orifice area (eoa) of the inserted prosthetic valve is too small relative to body surface area. Ppm is defined as an eoa indexed for body surface area < 0.8-0.9 cm2/m2 in the aortic position and < 1.2-1.3 cm2/m2 in the mitral position.   This is a frequent problem in patients undergoing aortic or mitral valve replacement (20¿70% prevalence), and its main hemodynamic consequence is to generate high transvalvular gradients through normally functioning prosthetic valves. Ppm is associated with worse hemodynamics, less regression of left ventricular hypertrophy, more cardiac events, and higher mortality rates after aortic valve replacement. Ppm is also a frequent problem after mitral valve replacement, where it is associated with less regression of pulmonary hypertension and higher mortality.  In this case, the cause of the stenosis is unknown, however may be due to the patients pre-existing valvular disease process, patient prosthesis mismatch, and/or the mechanisms described above.     Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the (B)(6) clinical trial, one year post valve in valve (23mm sapien xt in 23mm surgical valve) tavr procedure, the patient developed aortic stenosis. Review of serial echo reports provided in the clinical trial database showed the patient had no pvl, trace cai, a mean gradient of 20.04mmhg, a peak gradient of 39.52mmhg and an ava of 1.04cm2 at discharge on pod5.  At 30 days, the patient had no pvl, trace cai, a mean gradient of 27.60mmhg, a peak gradient of 49.80mmhg and an ava of 1.03cm2.  At 4 months, the patient had a no pvl, trace cai, a mean gradient of 22.42mmhg, a peak gradient of 46.01mmhg and an ava of 1.00cm².  At 1 year, the patient had no pvl, trace cai, a mean gradient of 24.10mmhg, a peak gradient of 51.11mmhg and an ava of 0.99cm2.  At 17 months post op, the patient had no pvl, trace cai, a mean gradient of 29.75mmhg, a peak gradient of 55.76mmhg and an ava of 0.99cm2.  At 3 years post op, the patient had no pvl, mild cai, a mean gradient of 34.31mmhg, a peak gradient of 63.64mmhg and an ava of 0.81cm2.   Additional information provided indicated that on pod5 echo showed an ava of 1.2cm2, mild pvl and mild to moderate mr.  One years and 5 months later repeat echo showed a well seated valve with a mean gradient of 35mmhg.  At 3 years and 7 months post valve deployment, the patient was readmitted with fevers and endocarditis of the native mitral valve.  The tte echo taken during his admission found the patient had a well seated tavr with a mean gradient of 29mmhg, no pvl or cai regurgitation; no vegetation seen on the sapien xt valve.   The patient was medically treated for the endocarditis and no information regarding any planned surgical intervention was provided.